Event description:
It was reported that a patient had developed an infection related to a procedure.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).